Manufacturer narrative:
Initial reporter information unavailable at the time of filing. The computer was returned to medtronic and it is currently under analysis. It was noted that the computer was received with the hard drive removed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site received an sr manager failure on the navigation system. It was not specified at which point in the boot up this issue occurred. There was no patient present when this issue was observed. A medtronic representative (rep) went on site and the sr manager failure was still occurring. The rep reloaded the software but observed the same behavior. It was also reported that after changing out the computer, the site would not let the hard drive leave with the computer.

Manufacturer narrative:
Device evaluation: no analysis could be completed on the original system because the computer was received with the hard drive removed. With a test drive installed, the computer passed the seatools test and memtest86 without errors. There was no failure found with the returned computer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: additional device evaluation results became available. It was determined that there was physical damage with the returned computer. It was noted, however, that the reported issue was unable to be duplicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: a manufacturer representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: initial reporter information has been updated. Additional information, correction: it was clarified that when the manufacturer representative went to the site to test the equipment, the computer was replaced. Correction: coding has been updated to properly reflect the physical damage failure found with the computer that was disclosed in follow up report 002. If information is provided in the future, a supplemental report will be issued.